Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. (B)(6).

Event description:
The event involved a plum set which reportedly leaked blood during patient infusion. The reporter stated that the patient had low blood pressure during dialysis, and the healthcare provider connected levophed to the central venous catheter (cvc) and it worked well. However the pressure dropped again later, so the drug infusion rate was adjusted and blood leakage was found on tubing. Blood reflux (about 100ml) was noted on the tubing connected to cvc. The set was replaced and therapy resumed. There was patient involvement however, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was received for evaluation. As received, there were blood residuals observed in the distal end of the tubing. The set was leak tested according to product specifications. A channel leak was observed from the male secure lock tubing interface. The outer diameter of the tubing was measured and found to have not met product specifications. The probable cause of the failed tubing outer diameter is due to a pulling force during use. Other tubing on the set was measured and found to be in design specifications. The bond was pulled and the tubing came out intact. There appeared to be a gap in the solvent coverage. A representative bond was examined. The tubing was not fully inserted into the bond pocket of the y-clave. The tubing was pulled and found to not meet design specifications. The probable cause of the failed tensile test is due to the tubing not being fully inserted into the bond pocket of the y-clave. The reported complaint of blood leaking can be confirmed. The probable cause of the leakage is due to a manual bonding error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. (The device was received on 8/17/22.)